Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There has been two other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The iol was exchanged in a secondary procedure one month following the initial implant procedure. Additional information has been requested

Event description:
Additional information received stating that a 20.0 diopter lens was exchanged for a 18.5 diopter lens due to blurred vision. This does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens and also in the surgeon¿s opinion product did not cause or contribute to the event, the prior lasik caused or contributed to the event. No patient harm reported.

Manufacturer narrative:
Additional information provided in b.2., b.3., b.5., b.6., b.7., d.10., e.4., and h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).